Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical. The root cause was determined to be due to defective o2 pressure regulator.

Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical representative went onsite to verify the unit for failing mushroom valve test. After troubleshooting vent noticed that ribbon cable from the life block to the mainboard was not all the way in. Reseated the ribbon cable and performed mushroom valve offset calibration and passed. Performed all calibrations and verification test and passed according to unit specs. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000e us had persistent alarm 388 - no o2 dosing possible and alarm 271 - o2 supply fail - no o2 dosing possible. The vent is running patch 21. Furthermore, there was no patient involvement associated with the event.